Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received "replace sensor / scan again in 10 min" messages and was unable to obtain readings. As a result, customer was unable to self-treat, requiring contact with emergency services (es). Upon arrival, an es healthcare professional performed a blood glucose measurement, with unspecified result, prior to providing third-party treatment of glucose (type/dose unspecified). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Additional information: section h4 (device mfg date) was updated based on the returned product download. Sensor (B)(6) was returned and investigated. Visual inspection was performed and no issues were observed on sensor patch. Data was extracted using approved software, and extraction was successful. Performed visual inspection on the returned sensor and no abnormalities were observed. The sensor data was reviewed and a signal low error message along with a drop in glucose and temp values were observed, indicating that the sensor had terminated on body due to improper insertion of its tail. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The DHR for the libre sensor and sensor kit indicated by the serial number provided by the customer was reviewed. The dhrs showed the libre sensor and sensor kits passed all tests prior to release and there was no indication that the product did not meet specifications. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received "replace sensor / scan again in 10 min" messages and was unable to obtain readings. As a result, customer was unable to self-treat, requiring contact with emergency services (es). Upon arrival, an es healthcare professional performed a blood glucose measurement, with unspecified result, prior to providing third-party treatment of glucose (type/dose unspecified). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.